Manufacturer narrative:
The customer did system maintenance and calibration. The customer performed additional testing with the patient's sample and received "no more divergence or high results." Product labeling states, "in case of implausible high prolactin values a precipitation by polyethylene glycol (peg) is recommended in order to estimate the amount of the biological active monomeric prolactin." The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys prolactin ii results for one patient tested on a cobas 8000 e 801 module serial number (B)(4). The patient's elecsys prolactin results were not reported outside the laboratory. The customer performed repeat testing with the e 801 module and sent the sample to a different laboratory for testing by chemiluminescence methodology. The patient's initial elecsys prolactin result was 73.7 ng/ml. The patient's repeat elecsys prolactin result was 74.3 ng/ml. The patient's repeat prolactin result by chemiluminescence methodology was 45.5 ng/ml. The customer reported the patient's result of 45.5 ng/ml.

Manufacturer narrative:
The investigation reviewed the customer's calibration and qc results and the results were acceptable. The investigation determined the service actions resolved the issue. The investigation did not identify a product problem. Updated medwatch fields: d1, d2, d4, g1.